Event description:
It was reported that the colonovideoscope displayed a communication error 226 and showed lines when connected to the unit. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: heavy corrosion on the ethylene oxide (gas) valve (eto valve). A root cause could not be identified. Based on the results of the investigation, the most likely cause of the reported complaint is defective printed circuit board, component failure due to stress of repeated use, external factors, or handling. For the heavy corrosion, it is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.